Event description:
It was reported the programmer would not turn on. The programmer was returned for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The programmer would not power on; the power supply was out of electrical specification. The left keyboard hinge was also found to be broken, and the floppy drive was noisy. (B)(4).